Event description:
It was reported that the user experienced intermittent signal loss between the dexcom g7 sensor and the ilet and education was provided that occasional disconnections can occur and that persistent issues should be addressed with dexcom for potential sensor replacement. Symptoms included no reported hypoglycemia or hyperglycemia, and blood glucose was not affected. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included customer education and review of device use and connectivity behavior. Investigation of this case revealed that the responsible device for the signal loss was not identified and that the event was limited to intermittent communication disruptions without clinical impact or device alarms. It was concluded, based on previously established findings for similar reports, that the most probable cause was transient cgm-to-pump communication interference requiring no corrective action for the ilet.